Event description:
It was reported that during treatment the patient had the renasys go since (B)(6) 2020, on (B)(6) 2020, a blockage/canister full alarm began and home health was not able to resolve it. Technicians came out and replaced the pump and canister but it was still unresolved. It is unknown how the treatment was completed.

Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device. If a complaint sample becomes available, the complaint will be re-evaluated. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode and part number has been reviewed and shown that in the previous three years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. This investigation has now been closed and recorded as insufficient information to determine a root cause.